Event description:
It was reported the pump alarmed clutch/plunger lever error and clutch broken on main chase. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a chipped on the lower left front corner of top case and a cracked on the right plunger case towards the bottom case. The tamper seal was broken. Review of the event history log (ehl) showed check clutch/plunger lever. An occlusion test was performed and the reported issue was duplicated. The cause of the reported issue was due to the lead screw and both clutch halves were found slipping and the device was dropped by the user. As a result, the lead screw, both halves, top case, and plunger cases were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: (B)(6), corrected data: h6: health effects.